Event description:
The representative reported that the physician had difficulty placing the lead at implant and had two dislodgements prior to closing the pocket. (B)(6) post implant, the representative reports that the lead was dislodged again. The lead remains implanted.